Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty connector at interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify program alarm anomaly alarms and low battery alarm due to full segment display. The insulin pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error alarm and recently had a blank display. Blood glucose level at the time of the incident was not provided. Troubleshooting was declined. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.